Event description:
Customer reported receiving several error alarms on the insulin pump including a button error and a low reservoir. Customer's blood glucose reading at the time of the call was 172 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. Unable to verify alarm and low reservoir alarm, due to unresponsive button. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.